Event description:
Subsequent to the initial medwatch report, additional information was received which stated that the device was not intentionally manipulated after the no-cross occurred; however, the device was sent to the distributor office where it was kept for a year and may have been manipulated during that time.

Event description:
It was reported that during the procedure, the 2.5 x 28 mm promus stent system was unable to cross to the target lesion. There was no reported adverse patient effect and no reported clinically significant delay. Return device analysis revealed that the hypotube and jacket were separated 7.5 centimeters (cm) distal to the strain relief tubing. Though requested, no additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the u.s. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the xience v stent delivery system (sds) noted blood visible in the guide wire lumen, consistent with the sds advanced over a guide wire. The stent implant was stationary on the tightly folded balloon between the markers. There was one flared strut on the first row at the proximal end of the stent implant. Since this damage was not reported in the incident information, the flared strut may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length and stent outer diameters were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. The hypotube and jacket were separated 7.5 cm distal to the strain relief tubing. The hypotube fracture face was oval shaped as if kinked prior to separation and the jacket material was stretched at the separation. There were two kinks in the hypotube 2.5 cm proximal to the separation and 2 cm distal to the separation. Additional information was received stating that the device was not intentionally manipulated after the no-cross occurred; however, the device was sent to the distributor office where it was kept for a year and may have been manipulated during that time. There was no damage noted to the sds during the inspection prior to use which suggests a product deficiency did not contribute to the noted separation. Kinks or bends in the hypotube can lead to weakening of the hypotube material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no other incidents. There is no indication of a product quality deficiency.